Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The lidocaine drip was started and the patient had a run of ventricular tachycardia (vt) prior to transferring to the room. Additionally, it was reported that there were continuous suction alarms with low bp. The patient expired on support after 33.92 hours on impella support. No allegations were made towards the impella for cause of death . Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.